Event description:
The surgeon changed the measurements 3 times and on the 4th time, she even tried to seal the entrance to the uterine cavity with vasoline gauze. The device would not pass cavity assessment so she aborted the endometrial ablation with novasure procedure. Event reappeared after reintroduction: yes.